Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while attempting to perform a navigation calibration between the imaging system and the navigation system, the imaging device's tracker, active concave pointer and active reference frame from the navigation kit were not recognized within the 3d fluoro cal software. All three showed disconnected while showing green connection between the navigation device and the imaging device in the equipment field. It also mentioned in the camera details "localizer not connected". When the site used the exact same setup towards cranial or spine software the imaging device pointer and frame could be found and tracked. Th medtronic representative thought that the camera functioned as intended. The sd fluoro cal and the tools for the navcal in the software were uninstalled and installed again with the same effect. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the navigation system displayed the localizer was not collected when in the 3d calibration application software. The application software for 3d calibration and tool media application were uninstalled and re-installed. It was noted that when in the administrative terminal on the navigation system, the optical status was noted to have faulted due to the temperature tolerance being exceeded. The ndi toolbox program was then configured to clear the temperature tolerance from the 3d calibration software. Once performed, functionality was restored and the navigation system could view the trackers on the associated imaging system.